Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implanting of a new lead, the stabilizing sleeve cut into two pieces from the suture. Part of the sleeve embolized into the left lower pulmonary artery and the other part embolized into the right lower pulmonary artery. The physician was able to retrieve both pieces. The surgery was completed. No patient complications have been reported as a result of this event.